Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle finding due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive of the bending section cover had a crack. It was also observed that there was deformation of the electrical connector guide pin, causing a loss in water tightness. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the forceps channel was shaved due to handling. It was observed that the universal cord had a wrinkle. It was also observed that the control unit had discoloration due to chemical stress during reprocessing or handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, objective lens, switch box, switch 2, image guide protector, flexibility adjustment ring, lock engagement lever, lock engagement lever knob, up and down knob, right and left knob, protector of universal cord on the scope connector side, scope connector, universal cord, grip, control unit and on the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had a ¿poor video.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.